Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 25-nov-2022 to 24- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen got stuck, and application not launched. A technical support specialist applied ka 000011541(medapplication not launching automatically; station at blue screen) to resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported when using the bd pyxis anesthesia es system the screen got stuck on a bluescreen. Customer tried rebooting multiple times but it still stuck, and the application was not launching. The customer added that multiple facilities were affected but no further information regarding this specific case was provided. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the screen got stuck and application not launching. A technical support specialist applied knowledge article 000011541 "medapplication not launching automatically; station at blue screen" to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system the screen got stuck on a bluescreen. Customer tried rebooting multiple times but it still stuck and the application was not launching. The customer added that multiple facilities were afftected. There were no adverse events or injuries reported based on this event.